Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-00814 and 2134265-2017-00823. It was reported that myocardial infarction and stent thrombosis occurred. The target lesions were located in the circumflex artery and right coronary artery (rca). Two synergy¿ drug-eluting stents were implanted in the circumflex and one synergy¿ drug-eluting stent was implanted in the rca. During the procedure, the patient was given angiomax. The procedure was completed and the patient went to recovery. However, an hour later, the patient displayed st segment elevation myocardial infarction and all three stents had thrombosed. Another synergy stent was then implanted to treat the thrombosis and the patient was discharged on plavix. There were no further patient complications reported and the patient's status was fine.